Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump had critical pump error alarm. Customer's blood glucose value was 50 mg/dl at the time of the incident and current blood glucose level was 70 mg/dl. The customer was refused to troubleshooting. The customer was treated with food. Customer stated that they off the insulin pump when low blood glucose. The device will not be returned for analysis.